Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). A summary investigation has been completed for lack of primary stability events that do not allege a deficiency with the implant and identified that the reported event is likely due to biological factors which have an adverse effect on implant stability or is related to surgical technique and insertion torque. Due to a wide range of external (non-design/ non-manufacturing related), identifying a definitive root cause is generally not possible. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was reported that the doctor was unable to place the implant into the patient's osteotomy.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). This report is being submitted to relay additional information received that was not available at the time of previous reports. The following sections have been updated: d4: lot number, expiration date, UDI. G4: date received by manufacturer . H4: device manufacture date.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). This report is being submitted to relay additional information received that was not available at the time of initial report. The following sections have been updated: d1: brand name. D4: catalog number. D10: device available for evaluation change ¿no' to 'yes'. G4: date received by manufacturer. G5: PMA/510(k) number. G7: type of report, follow-up number. H2: follow up type. H10: additional narrative.

Event description:
No further event information is available at the time of this report.